Event description:
During a procedure to place a zilver biliary stent using the kissing technique, the physician was unable to deploy one of the devices. The wire would not go through the end of the hub, when trying to introduce. The physician then opened another stent to try the procedure again, but the physician was unwilling to use a zilver stent and placed another manufacturer's stent instead. During the process, the physician had to lose access to the site and start the procedure all over again. There were no adverse effects to the patient. The rep did go to the facility and did some retraining on proper prepping technique.

Manufacturer narrative:
Evaluation: still under investigation.